Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's father that the customer had issues with his last batch of sensors. The customer's father stated they had issues with two sensors, did not receive any signal. Upon removing them from the body, they were missing electrode and the remaining sensor alarmed sensor error. The customer's blood glucose was unknown.